Event description:
The customer reported via phone call that threshold suspend feature had been activated. The customer's blood glucose was 491 mg/dl. The customer explained that he had given himself 12 manual injections. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer stated that he inserted a sensor that he had not used for three weeks that kept suspending the insulin pump. The customer was advised that the sensor would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.